Event description:
During follow-up, the sensing test could not be successfully performed due to inappropriate magnet response. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of unspecified sensing issue, and inappropriate magnet response were not confirmed. The device was received with normal telemetry communication and normal output. Functional tests were performed, including lead connection, sensing threshold, and magnet respond test did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings: visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feed through leak test was performed, indicating no device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
During follow-up, the sensing test could not be successfully performed due to inappropriate magnet response. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.